Event description:
New information received notes that the device was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received vibratory patient notification alerts and through merlin.net transmission, device was found to reach eri . Review of session records noted abrupt drop in battery voltage from (B)(6) 2016 until (B)(6) 2016. Device reached eri prematurely. The patient was asymptomatic. The device was identified to be a subject of premature eri advisory. The patient will be scheduled for device replacement.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.